Manufacturer narrative:
Product ID 37742, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported that once a month for about the last 5 months, the stimulation would go off and the patient would check with the programmer and the device was off. Additional information received reported that the patient was advised to keep a journal of when the device turning off occurred and to follow up at a future visit.